Event description:
Per the clinic, the patient experienced wound dehiscence and infection at implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics and a combination of topical antibiotics and steroid (specific date and duration not reported). The implanted device remains and the symptoms resolved.